Event description:
The infection was device related but thought to be caused by patient condition and patient non-compliance with device maintenance. While the patient was in the hospital, a cardiac catheterization was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection. The patient was re-admitted to the hospital from (B)(6) 2021 to (B)(6) 2021. The type of infection was unknown, and the patient was treated with drug therapy.